Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Evaluation testing initiated by looking at event log and duplicating the complaint. No findings or fault found, as the event log did not validate complaint and when the complaint was duplicated, it was found to be within the control limit specification of +/ - 3% and well within the published specification of +/-6%. No action were needed for repair, as no fault was found with device. All functional and delivery testing passed. Device was is good condition on arrival and unknown cause of event. Updated fields. B 1, b 4, b 5, g 7, h 1, h 2, h 3, h 6 , h 10.

Event description:
Investigation results completed on a cadd legacy pump. Summary attached in h 10.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (-7.85%). No patient was involved in this event. No adverse effects were reported.